Event description:
An endeavor mx2 drug-eluting coronary stent delivery sys was inserted into a pt for the treatment of an lad lesion with intramuscular bridging. The lesion morphology was reported to be mild tortuosity with 75 to 80 percent stenosis. The lesion was not pre-dilated. It was reported that the endeavor drug-eluting stent was placed and the balloon inflation was completed at 12 atms. Upon deflation of the stent delivery balloon, it was reported that the vessel was perforated. The pt was then sent to emergent CABG. No add'l clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
Eval summary: medtronic has received the delivery catheter and the eval has been completed. The balloon was inflated to the nominal pressure of 9 atms and then to 12 atms. The balloon od achieved at both these pressures was measured and met specification. This confirms that the balloon was not oversized at 12 atms. Based on the info available, it appears most likely that the pt vessel morphology and the operational context of the device was the root cause of the event.results: inherent risk of procedure (coronary artery perforation) pt's condition affected effectiveness of device (75-80% stenosis with intramuscular bridging). Conclusion: operational context contributed to event (75-80% stenosis with intramuscular bridging).